Event description:
It was reported that the customer indicated that the application is not "fast and easy" in determining heartrate for in-clinic electrocardiogram (ECG) strips and "sometimes" the application will not display the arrows indicating the pacemaker spikes during magnet mode. The client indicated that this has caused "great angst" among the staff. Of note, the customer also indicated that this is the only record the clinic has that indicates if the device is capturing and working okay and the staff wants the ECG to clearly indicate that. The customer noted that sometimes when the rate is captured, it is too high. Technical services provided some additional recommendations and the steps to take to resolve the complaints. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.